Manufacturer narrative:
Device is a combination product. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element, mr, ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 3rd and 4th rows distally from the proximal end of the stent lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 35-38mmx3.5-3.75mm, target lesion was located in the moderately tortuous and calcified right coronary artery. A 3.00x38 promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 35-38mmx3.5-3.75mm, target lesion was located in the moderately tortuous and calcified right coronary artery. A 3.00x38 promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.